Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u202 component on the distribution node pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).